Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high frequency resection electrode's electroresecting ring was broken. The issue occurred during an unknown therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm or injury.

Event description:
It was additionally reported that the broken part fell into the patient during an electroprostatectomy surgery and was retrieved with forceps. There was no delay. There were no reports of further patient impact.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) further investigation and device evaluation. Additionally, to provide an update to fields h3 and h4. The device was evaluated by olympus. The loop was confirmed to be burnt and damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to wrong handling. The loop at the distal end of the electrode wears out during use and can break, burn or melt. In this case, the user did not immediately replace the electrode despite recognizable damage, which proves the extent of the damage. Depending on the status of the instructions for use (IFU), two additional cautions have been communicated to the customer through leaflets as follows: caution 1: "caution - risk of injury to the patient contact between the hf-resection electrode and metal parts, such as other endoscopic equipment, implants or stents can result in sparkover between the hf-resection electrode and the metal part. Always keep a distance of at least 10 mm between the hf-resection electrode and metal parts." Caution 2: "caution - risk of injury to the patient use extreme caution when using electrosurgery in close proximity to or in direct contact with any metal objects. Do not activate the hf-resection electrode while any portion of the hf-resection electrode tip is in contact with another metal object. This can cause uncontrolled heating of the hf-resection electrode and may result in damage and breakage to the hf-resection electrode tip. If excessive heating or physical forces cause damage to the hf-resection electrode tip, broken device fragments may remain in the body, possibly requiring additional surgery for removal." Olympus will continue to monitor field performance for this device.